Event description:
It was reported that the customer has been experiencing low and high blood glucose values for four weeks. Customer stated that she has had the insulin pump for a long time and no longer believe that it is working. Customer declined troubleshooting for her blood glucose levels. The customer stated that she experienced low blood glucose levels of 23 mg/dl. The customer ate candy in order to bring her blood glucose levels up. The customer stated that she takes less insulin than the insulin pump recommends in fear of crashing after insulin delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test.